Event description:
Pt received a peripheral pain catheter some months ago. An approximate 4cm long tip of the catheter was torn during drawing the catheter which is still in the pt's leg and is problematic. The surgeon was unable to localize the tip using mrt. The catheter was drawn after a week and there was de-localization. According to the anesthetist the catheter seemed to make a loop and therefore got stuck. The occurrence date was the end of (B)(6). It is difficult to say if the pain started at one or later. There was an irritation of the tissue caused by the many catheters and the exact place of the catheters was insensitive. After the new catheters were implemented she felt the pain. There is no inflammatory reaction of the tissue but a sharp pain in the distal thigh under stress. The comments above have not been independently verified by the MFR.

Manufacturer narrative:
The device was not returned and no lot number info was provided nor specific pt info and dates. Contacted distribution for further info needed to conduct a thorough investigation. A f/u will be filed pending receipt of add'l, elaborative info.